Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27 mm watchman ® laa closure device & delivery system (wds) were used. The procedure was successful with the closure device being implanted and released in the laa. There were no patient complications during the procedure. 6 hours after the procedure the patient was noted as having a pericardial effusion. The physician performed a pericardial tap and drew 200 cc of fluid out. The patient recovered and is in good health.